Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the wireless footswitch connections failure. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that there was an issue with the wireless footswitch communication. No harm has been reported to philips. Philips has started an investigation of this complaint.